Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article references the following complications/failure modes: perforation, pericardial effusion, dislodgement, no capture, shortness of breath, and tamponade. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline age/gender is (B)(6) years old and male. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: increased perforation risk with an MRI-conditional pacing lead: a single-center study. Pacing clin electrophysiol. 2015 mar; 38(3):334-42. Doi: 10.1111/pace.12550. Epub 2014 dec 2. (B)(4).